Event description:
Home monitoring reported noise on the rv channel. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
It was reported that this lead was explanted on (B)(6) 2023. Additional information received that patient received inappropriate shock on (B)(6) 2022. Impedance was noted above 150 and noise was seen again. The clinic nurse deactivated the device at that time. During extraction of the lead an insulation breach was observed. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
It was reported that this lead was explanted on (B)(6) 2023. Additional information received that patient received inappropriate shock on (B)(6) 2022. Impedance was noted above 150 and noise was seen again. The clinic nurse deactivated the device at that time. During extraction of the lead an insulation breach was observed. Upon receipt, the lead under complaint was found cut 50 cm proximal to the lead tip. Only the distal lead fragment was available for analysis. An explantation tool was inserted in the lead fragment. At the proximal end of the lead fragment about 8.5 cm of the insulation body were missing. In the course of the analysis, the lead fragment showed a torn up insulation between 17.5 cm and 20.5 cm proximal to the lead tip. The conductor cables were torn and the inner conductor coil was exposed. Based on the characteristics and the extent of the damages, it most likely occurred during the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, returned lead fragment showed severe extraction damages. However, as the proximal lead fragment was missing, the root cause for the clinical observation could not be determined. The analysis of the available lead fragment did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
It was reported that this lead was explanted on (B)(6) 2023. Additional information received that patient received inappropriate shock on (B)(6) 2022. Impedance was noted above 150 and noise was seen again. The clinic nurse deactivated the device at that time. During extraction of the lead an insulation breach was observed. Upon receipt, the lead under complaint was found cut 50 cm proximal to the lead tip. Only the distal lead fragment was available for analysis. An explantation tool was inserted in the lead fragment. At the proximal end of the lead fragment about 8.5 cm of the insulation body were missing. In the course of the analysis, the lead fragment showed a torn up insulation between 17.5 cm and 20.5 cm proximal to the lead tip. The conductor cables were torn and the inner conductor coil was exposed. Based on the characteristics and the extent of the damages, it most likely occurred during the extraction procedure. The additionally provided photos taken during the extraction procedure were inspected showing an exposed conductor cable in the region behind the yoke. Without an analysis of the proximal lead fragment, the root cause for this observation cannot be definitely determined. However, based on the location of the damage and the characteristics visible on the photo, an interaction with the generator housing cannot be excluded. The photo showing the lead in the explanted state demonstrated the extraction damages which were also observed during the product analysis. The tissue residuals on the lead body indicate an ingrowth in this region which might have contributed to the extent of the extraction damage. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, returned lead fragment showed severe extraction damages. The additionally provided photos taken during the extraction procedure showed an exposed conductor cable behind the yoke. However, as the proximal lead fragment was missing, the definite root cause for the clinical observation could not be determined. The analysis of the available lead fragment did not reveal any sign of a material or manufacturing problem. Biotronik would like to thank you for supporting our post market surveillance program as we continue to monitor, assess and manage complaints associated with our devices.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.